Event description:
Healthcare professional reported via nbir right side "capsular contracture baker grade ii, suspected/actual rupture/deflation, change shape/size/style". Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.